Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there is a crack from the top of battery compartment to the pump case seal. Moisture corrosion is visible only in ¿battery compartment¿. Pump cover is removed to inspect internal components, no moisture is visible in the pump main compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed battery compartment is cracked and contains visible moisture corrosion. This report is made based on the results of an investigation completed on (B)(4) 2013.